Manufacturer narrative:
The field service engineer (fse) checked the tray-washing solutions and noted that the pipes were broken causing an internal leak in the equipment. He also noted that the trays were full of crystals. He cleaned and replaced the piping.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from five patient samples tested on the cobas 6000 c501 module. The reporter stated they had constant ion-selective electrode (ise) noise alarms a week prior to the event. The initial results were not reported outside of the laboratory. On (B)(6) 2022: sample 1: the initial result was 166 mmol/l. The repeat result was 129 mmol/l. Sample 2: the initial result was 175 mmol/l. The repeat result was 139 mmol/l. Sample: (B)(4). The initial result was 175 mmol/l. The repeat result was 139 mmol/l. Sample: (B)(4). The initial result was 166 mmol/l. The repeat result was 129 mmol/l. On (B)(6) 2022: sample: (B)(4). The initial result was 166 mmol/l. The repeat result was 147 mmol/l. The repeat results were considered correct as they agreed with the clinical history. The electrode lot number and the expiration date was requested but not provided.

Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The investigation determined the event was due to a mechanical issue - leakage and seal.